Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached battery depletion, which did not meet longevity expectations. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the battery depletion and power on reset (por); observed a no-telemetry condition was also observed. The analysis demonstrated that the device was fully functional including nominal system current drain when externally powered. No new pors were generated during the analysis and no hybrid anomalies were observed. Based on the destructive analysis, no internal short occurred in the battery to account for the device not meeting its expected longevity. There was localized li discharge along the edges and uniform li depletion across all anode segments. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing.